Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive disk and power cable were replaced and the software was reloaded. The sys was then found to be operating as intended.

Event description:
The customer reported the sys would not boot up. There is no report of pt injury.